Event description:
It was reported that during an in clinic visit, the ventricular lead exhibited undersensing. The patient was asymptomatic. The lead was successfully repositioned. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).